Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration, off-label use, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported migration could not be conclusively determined. The reported poor imaging is related to a combination of challenging patient anatomy and procedural conditions, per case details. The reported off-label use was associated with the mitraclip device being used on the tricuspid valve. It was determined that this deviation did not appear to contribute to the reported adverse events; therefore, a letter will not be sent to the account to address the off-label use and its associated potential adverse events. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration, off-label use, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported migration could not be conclusively determined. The reported poor imaging is related to a combination of challenging patient anatomy and procedural conditions, per case details. The reported off-label use was associated with the mitraclip device being used on the tricuspid valve. It was determined that this deviation did not appear to contribute to the reported adverse events; therefore, a letter will not be sent to the account to address the off-label use and its associated potential adverse events. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A mitraclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred and after deployment, the clip partially detached from the septal leaflet and remained fully attached to the other leaflet (partial clip movement). To stabilize the clip, a second clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be fine.